Event description:
It was reported that there were sensing and capture difficulties, and low ventricular impedance. The lead was explanted. No patient complications have been reported as a result of this event.